Event description:
Inadequate vf detection, shock delivery in 11/2005, significant rise in pacing impedance. Review finds insulation defect immediately before df-1 plug connecton and 2 bare spots at the pace-sense lead behind the shunt.